Manufacturer narrative:
A retention sample from the same lot number as the involved device was evaluated by the manufacturing facility using primary bio-safety tests. These tests included lal, rabbit pyrogen, hemolysis, intracutaneous toxicity, and acute toxicity. All results met standard specification, indicating proper bio-safety. 2243621-1996-352.